Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pump that was replaced to multiple volume discrepancies. The agent reported that the dates and the actual volumes of the discrepancies are unknown. The patient had complained of no pain relief. The physician performed a dye study, and was initially unable to aspirate from the catheter. The physician then pushed dye through and was able to push dye through the catheter. The patient returned a week after the dye study and a very small underinfusion volume discrepancy was observed. The expected volume was 18ml and the actual aspirated volume was 18.4ml. During the surgery, the physician went into the pump pocket and detached the pump from the catheter after successfully aspirated the catheter. The physician pushed saline though the cap port to make sure flow could be observed out of the pump stem. Agent reported that, following this, the pump was given multiple demand boluses to prime the medication to the end of the stem, but that they could not observe any medication coming out of the stem.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump, and a root cause of the issue was unable to be confirmed. Internal complaint number: (B)(4).